Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were in critical override. A technical support specialist dialed into the server, ran the downtime query and reviewed messages, confirming all messages were current with no issues or disconnected flags identified. Verified critical override reasons and determined all overrides were manually set by the customer. Informed hospital information technology (hit) that critical override options would need to be disabled by the customer who originally configured them. Proceeded with case closure after confirmation from pharmacy that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.